Manufacturer narrative:
Additional information: the catheter was returned to the manufacturer for evaluation. Testing found that the catheter had a burn mark 3.5 inches from the tip of the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the mentioned hemorrhage was reported under MDR 1723170-2019-01900 and that there was no adverse event in this reported issue.

Manufacturer narrative:
Additional information: patient age updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that saline leaked into the brain of the patient and that the cause of the hemorrhage was unknown. It was also noted that the patient was doing fine post-operatively.

Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, a catheter was noted to have been charred. It was noted that saline was flushed through the catheter and it was noted to have gone through the chamber. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.